Event description:
A complaint was received from a customer that reported that the bottom half of the display was missing. While on the phone a review of the system was conducted. It was learned that portions of all three digits were missing segments. A request was made to return the system for evaluation. In the meantime, a replacement unit was provided.